Event description:
It was reported that the wake button was sticking. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg level. The customer reverted to an alternate pump for insulin therapy.